Event description:
It was reported that the rubber casing on the patient cable of the mobile power unit (mpu) was loose and the red battery strap was frayed. The unit was removed from use and returned for servicing.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of a damaged battery ribbon and loose rubber casing around the lemo connectors of the patient cable were confirmed upon arrival of the returned mobile power unit (mpu) at the european distribution center. The returned mpu (serial number: (B)(4) was functionally tested and found to perform as intended despite the observed damages. The mpu¿s battery ribbon and patient cable were replaced with new components. Preventative maintenance was performed, and the repaired mpu was returned to the rental pool after passing all tests per procedure. The root causes of the reported events could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was initially shipped to the customer on (B)(6) 2016. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.